Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is against user facility medwacth# (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This report is for an unknown screw this report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screw investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.